Event description:
It was reported to philips that a v60 device has a bad power cord, and the customer is requesting for its part number. The customer reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer provided the part number for a power cord. It is unknown if the customer replaced the power cord, and if its replacement fixed the reported issue. The customer did not respond to requests for additional information. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.